Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 178mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm during testing. The insulin pump was unresponsive buttons due to corroded keypad traces. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, missing o-ring in reservoir tube compartment, and stained end cap sticker.